Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the bolus screen and did not perform any actions within 90 seconds which caused an incomplete bolus alert to occur. Reportedly, the customer assumed that the alert indicated that the most recent bolus request had not been delivered and the customer requested another bolus and delivered an additional bolus. At the time of the reported event, the customer's blood glucose (bg) level was 205 mg/dl with 33 units of insulin on board (iob). Tandem technical support educated the customer regarding the incomplete bolus alert. The customer understood the information provided, and declined further assistance from tandem technical support.